Event description:
Information was received that a smiths medical cadd prizm vip pump had a high pressure alarm. No patient injury resulted.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "high pressure" alarm messages. Functional testing included pressure testing. The pressure tests were unable to duplicate the field observation. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.